Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. This report is being submitted out of an abundance of caution. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after completion of a transcarotid artery revascularization (tcar) procedure, the patient experienced left arm weakness and numbness. One week later, the patient presented in the ER with cognition issues. Magnetic resonance imaging (MRI) revealed a small infarct and computed tomography (CT) showed mild plaque prolapse within the stent. It was noted that the patient was stable and was given an increase in anticoagulation therapy. At this time, it is unknown if the reported event is related to procedural issues, patient resistance or non-compliance to medication, the patient's preexisting condition or a silk road medical device failure, hence, the event will be reported out of abundance of caution.